Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery, the physician performed a vitrectomy due to vitreous fluid moving forward after the light adjustable lens (lal) was delivered into the eye. The lal implantation was completed after the vitrectomy. Rxsight's first awareness of the event was on (B)(6) 2024.